Manufacturer narrative:
The closurefast catheter was returned for evaluation. 4 kinks were observed on the device. No damage noted to the connection pins noted. The returned device showed damage to the heating element. The fep is damaged to the extent that the coil has become exposed. Biological material noted on device. Catheter passed resistance and functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a closurefast catheter with an rfg for treatment. There was no damage noted to the inner or outer packaging of the device. IFU was followed. It was reported a kink was observed during prep. A new catheter was used to complete the procedure. There was no patient involvement. Biological material noted on returned device.